Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that the patient's charger was stolen so the ipg had not been recharged for an extended period of time (approximately two years). In turn, ipg stimulation has been lost and ipg is most likely inoperable. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The patient underwent full system revision on (B)(6) 2024. The patients protege ipg reached end of life. Physician elected full system revision to proclaim xr 5. The ipg as well as the leads were replaced. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.